Manufacturer narrative:
Other applicable components are: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2017, product type: pump. Product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was flipping and it was (what sounded like kinking) catheters. The reported flipping occurred in (B)(6) 2017. Of note, the consumer was difficult to understand over the phone during the report of the event. Because the pump was flipping, the patient's pump was moved from her abdomen to her back and a 20 cc pump was used rather than a 40 cc. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), indicating that the pump was revised and relocated to prevent flipping. No patient symptoms were reported. The hcp did not confirm any kinked catheters. No further complications were reported.